Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that the patient's transmitter died one and half months early on (B)(6) 2016. There was no report of injury or medical intervention. No additional event or patient information is available.